Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in this event. Investigation findings: the investigation found the pump to meet specifications. Conclusion: as the pump was found to meet specifications, it is possible that the user's treatment was affected by external factors. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. The customer stated that no human harm occurred. No medical intervention was reported as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: the complaint was not confirmed. According to the event log, the pump infused within accuracy specifications. Conclusion: according to the event log, the pump infused within accuracy specifications. Eitan medical requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. The customer stated that no human harm occurred. No medical intervention was reported as a result of this event.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k213744.

Event description:
The complaint was reported by a customer from france. Delivery issue.